Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was changing the reservoir and the display went blank when rewinding the insulin pump. Blood glucose value was 190 mg/dl. During troubleshooting, the customer stated that the battery cap and compartment were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. He was unsure if the spring was corroded or dirty because it looked brown. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.